Event description:
Edwards received notification of a pascal in mitral procedure where the guide sheath was prepared per the edwards IFU. Upon guide sheath insertion, the physician team and edwards team examined the appearance of possible bubble/air in the left atrium near the right superior pulmonary vein. As the implant system and loader were inserted into the guide sheath, the physician performed guide sheath aspiration/flush per IFU. In an attempt to remove the suspected air, the physician performed additional aspiration. The decision was made to remove the guide sheath and implant system. Once the system was removed, the physician used a non-edwards device as an extra precaution. Case was aborted, and patient was awoken. The patient exhibited normal neuro function. Additional information received stated that the patient was in sinus rhythm. The device did not at any point enter the patients body. The physician assumed he observed air without examining it closer. The suspected matter appears to be non-air related, possible chiari network matter. Images show possible chiari network emboli, not air. Mr (mitral regurgitation) remained unchanged as the procedure was aborted. The physician is planning to re-intervene. Per internal imaging evaluation, there is a prominent chiari network initially present in the ra prior to transeptal puncture tenting. The mobile tissue is seen freely moving in the right atrium and subsequently appears to be pressed against the fossa during tenting but prior to puncture. The mobile echo-density is then seen crossing the ia septum at the tip of the tsp needle, so that approximately 9mm of tissue is present in the left atrium and apparently attached to the needle. Further imaging does not show mobile tissue/echo-densities persisting in the left atrial images. Of note, this part of the procedure was performed prior to any ew devices entering the patient.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.